Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and had dropped rv amplitude. A lead revision was being considered. Additional information indicated that this rv lead was revised. This lead remains in service. No additional adverse patient effects were reported.